Event description:
Mandarin study it was reported that the patient experienced hypokalemia post-therasphere treatment. On 19-apr-2023, the subject was enrolled in the mandarin study (run-in phase), where the planned treatment type was selective treatment. On (B)(6)n 2023, 99mtc-maa angiogram was performed, and tumor volume was 17.4 cm3. Treatment with therasphere was performed on (B)(6) 2023 with 12.5 gbq was administered through a single vial. On 14-may-2023, 2 days post-index procedure the laboratory tests revealed the condition of hypokalemia, grade 3 (severe). Medication was given as corrective action to treat the event.

Manufacturer narrative:
D3, g1 [manufacturer zip/postal code]: gu9 8ql